Event description:
An insulation defect was reported on the lead which could not be removed from the defibrillator header. The involved ICD was explanted and this defective electrode was removed.

Manufacturer narrative:
The lead was found cut 7 cm distal to the is-1 connector pin. Only this proximal lead fragment was available for analysis. No peculiarities were noted during the visual inspection. Due to the fragmented state of the lead the mechanical and electrical analysis was not feasible. In conclusion, there was no indication of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Intica neo 5 hf-t df-1 is-1 promri: upon receipt, a fragment of the rv lead was still connected to the header bore of the ICD, as mentioned in the complaint description. The ICD was interrogated, revealing the battery status bos. The header of the ICD was inspected in detail. As mentioned in the complaint description, a fragment of the rv lead was found in the is-1 rv header bore. The lead fragment could be removed without any difficulties during analysis. The root cause for clinical observation was not determinable. However, it cannot be excluded that the set screw was not properly unscrewed. Additionally, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, there was no indication of a material or manufacturing problem. Protego df-1 promri s dx 65/15: the lead was found cut 7 cm distal to the is-1 connector pin. Only this proximal lead fragment was available for analysis. No peculiarities were noted during the visual inspection. Due to the fragmented state of the lead the mechanical and electrical analysis was not feasible. In conclusion, there was no indication of a material or manufacturing problem.

Event description:
An insulation defect was reported on the lead which could not be removed from the defibrillator header. The involved ICD was explanted and this defective electrode was removed.